Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed secondary damage was misuse of the product. Replication of the secondary damage to the loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The investigation detected a secondary condition of a broken adapter that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a laparoscopic radical surgery for lung cancer, while on the broken lung tissue, the device had a poor staple formation, leading to an incomplete staple line, it was resolved by manual suturing. A new device was used in order to complete the case. There was no patient injury.